Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/3/2020. D.4. Medical device lot #: 0073711. D.4. Medical device expiration date: 3/31/2022. H.4. Device manufacture date: 4/1/2020. H.6. Investigation: bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® flashback blood collection needle had foreign matter on device cannula / needle or any fluid path component. It was reported during use the "when opening the package, it found that the needle has foreign matter."

Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer(r) flashback blood collection needle had foreign matter on device cannula / needle or any fluid path component. It was reported during use, "when opening the package, it found that the needle has foreign matter."